Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of inappropriate shock therapy and shock impedance issues.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent additional surgical intervention to surgically explant the ICD system due to delivery of inappropriate shock therapy and shock impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent additional surgical intervention to surgically explant the ICD system due to delivery of inappropriate shock therapy and shock impedance issues. No additional adverse patient effects were reported.